Event description:
Patient underwent bilateral device removal due to the following symptoms: chronic inflammation, swollen lymph nodes, exhaustion, brain fog, thyroid inflammation and blood shot eyes.